Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem for the installed base was identified. Manufacturer's preliminary results and conclusion: the root cause is currently unknown. The investigation is ongoing. Siemens healthineers will submit a supplemental report to the FDA upon completion of the investigation.

Event description:
Siemens healthineers was notified of an issue involving the ysio x.pree system. It was communicated that the housing of the electrical line from the ceiling was loose and collided with the system tube stand. There was no patient or staff injury associated with this issue. Although there was no injury associated with the complaint issue, in a worst-case scenario, a minor to serious injury could result if the electrical line housing detached completely from the ceiling and struck a person.